Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive. System operates as intended.

Event description:
Customer reported mixed up images and annotations. No pt or staff injury was reported.